Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Items returned for evaluation: pusher, implant, and microcatheter. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned unsheathed. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. However, the proximal connector was found kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch. The heater coil did show signs of controller activation with an indication of a melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing.

Event description:
It was reported that the web was delivered into the aneurysm correctly but did not detach, it was then removed. Without harm to the patient, the aneurysm was embolized using coils. The patient was reported to be "ok".

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the web was delivered into the aneurysm correctly but did not detach, it was then removed. Without harm to the patient, the aneurysm was embolized using coils.